Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced integrated multi-sensor technology (imt) peristaltic pump tubing and imt sensor. The customer performed imt advanced clean. The customer performed correlation study on one patient sample using original and alternate dimension vista instrument and observed unacceptable shift in sodium result. After troubleshooting, the customer ran qc, which were high out of range. The ccc specialist instructed the customer to perform manual cleaning of imt. After draining the ports, the customer observed a control area network board failure. A siemens customer service engineer (cse) was dispatched to the customer site. The cse power flushed the imt and ran a diluent check, which passed. The cse ran qc, which were within range. The cause of discordant, falsely elevated na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.